Event description:
The hospital reported the south panel was cracked during patient use. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The south panel was replaced to resolve the issue. No patient information provided to date after calls to customer 06/21/22 and 06/22/22. Legal manufacturer: (B)(4).